Manufacturer narrative:
The received device was evaluated and found no bends or kinks in the soft cannula. Nothing was found that would indicate a needle mechanism occurred. The device was received fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates the pod ran for 1283 pulses, administered multiple boluses, and maintained a steady basal rate.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirmed that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose levels rose to 25 mmol/l (450 mg/dl), while wearing the pod between 4 and 24 hours on the arm. It was noted that the pink slide did not move forward, but the cannula was visible and kinked; indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied.